Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("fallopian tube pain"), allergy to metals ("nickel allergy testing positive") and device breakage ("test reports of the fallopian tubes specified that two implants were found, suspicion that the surgeon must have cut my implant") in a female patient who had essure (batch no. 50756120) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "test reports of the fallopian tubes specified that two implants were found suspicion that the surgeon must have cut my implant" on (B)(6) 2017 and device difficult to use "impossible to remove the right insert for too many adhesions" on (B)(6) 2017. Medical conditions: no allergies prior to implants. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced magnesium deficiency with hypoaesthesia. In (B)(6) 2014, the patient experienced gastric disorder ("gastric problems"). In 2015, the patient experienced palpitations ("palpitations"). In 2016, the patient experienced glossodynia ("stinging and pain of the tongue"). In (B)(6) 2016, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), skin reaction ("skin reactions of the throat"), lymphadenopathy ("a swollen gland"), pain in jaw ("jaw pain"), the first episode of arthralgia ("joint pain"), uterine leiomyoma ("enlargement of a uterine fibroma"), mood swings ("mood swings (between depression and euphoria)"), the first episode of fatigue ("severe fatigue") and euphoric mood ("constant emotional hypersensitivity"). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), dyspepsia ("burning sensation in the stomach"), spondylitis ("cervical arthritis"), oropharyngeal pain ("throat pain"), tendonitis ("right ankle and wrist tendinitis"), the second episode of arthralgia ("hip pain"), procedural pain ("fairly long-lasting postoperative pain") and the second episode of fatigue ("postoperative severe fatigue"). The patient was treated with surgery (on (B)(6) 2017 laparoscopic bilateral salpingectomy under general anesthesia was performed), and surgery (vaginal hysterectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, allergy to metals, device breakage, magnesium deficiency, back pain, menorrhagia, dysmenorrhoea, dyspepsia, gastric disorder, palpitations, skin reaction, glossodynia, lymphadenopathy, pain in jaw, uterine leiomyoma, mood swings, euphoric mood, spondylitis, oropharyngeal pain, tendonitis, the last episode of arthralgia, procedural pain and the last episode of fatigue outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspepsia, euphoric mood, gastric disorder, glossodynia, lymphadenopathy, magnesium deficiency, menorrhagia, mood swings, oropharyngeal pain, pain in jaw, palpitations, procedural pain, skin reaction, spondylitis, tendonitis, uterine leiomyoma, the first episode of arthralgia, the first episode of fatigue, the second episode of arthralgia and the second episode of fatigue to be related to essure. The reporter commented: on (B)(6) 2017 "laparoscopic bilateral salpingectomy under general anesthesia, removal of left insert only. Impossible to remove the right insert for too many adhesions(?) However, test reports of the fallopian tubes specified that two implants were found. The surgeon must have cut her implant while trying to remove it (propagation of microscopic pieces of heavy metals??)." She needed to undergo a second intervention on (B)(6) 2017 (in another establishment): vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ear, nose and throat examination - on an unknown date: nothing found except cervical arthritis. Electrocardiogram - in (B)(6) 2015: nothing found. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1817346) on 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("fallopian tube pain"), allergy test positive ("nickel allergy testing positive") and device breakage ("test reports of the fallopian tubes specified that two implants were found, suspicion that the surgeon must have cut my implant") in a female patient who had essure (batch no. 50756120) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "test reports of the fallopian tubes specified that two implants were found suspicion that the surgeon must have cut my implant" on (B)(6) 2017 and device difficult to use "impossible to remove the right insert for too many adhesions" on (B)(6) 2017. Medical conditions: no allergies prior to implants. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced magnesium deficiency ("magnesium deficiency") with hypoaesthesia and hypoaesthesia oral. In (B)(6) 2014, the patient experienced gastric disorder ("gastric problems"). In 2015, the patient experienced palpitations ("palpitations"). In 2016, the patient experienced glossodynia ("stinging and pain of the tongue"). In august 2016, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), skin reaction ("skin reactions of the throat"), lymphadenopathy ("a swollen gland"), pain in jaw ("jaw pain"), the first episode of arthralgia ("joint pain"), uterine leiomyoma ("enlargement of a uterine fibroma"), mood swings ("mood swings (between depression and euphoria)"), the first episode of fatigue ("severe fatigue") and euphoric mood ("constant emotional hypersensitivity"). In (B)(6) 2017, the patient experienced allergy test positive (seriousness criteria medically significant and intervention required) with pruritus. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods"), dyspepsia ("burning sensation in the stomach"), spondylitis ("cervical arthritis"), oropharyngeal pain ("throat pain"), tendonitis ("right ankle and wrist tendinitis"), the second episode of arthralgia ("hip pain"), procedural pain ("fairly long-lasting postoperative pain") and the second episode of fatigue ("postoperative severe fatigue"). The patient was treated with surgery (on (B)(6) 2017 laparoscopic bilateral salpingectomy under general anesthesia wss performed), surgery (vaginal hysterectomy was performed on (B)(6) (2017) and surgery (vaginal hysterectomy was performed on (B)(6) 2017). Essure was removed on jun-2017. At the time of the report, the adnexa uteri pain, allergy test positive, device breakage, magnesium deficiency, back pain, menorrhagia, dysmenorrhoea, dyspepsia, gastric disorder, palpitations, skin reaction, glossodynia, lymphadenopathy, pain in jaw, uterine leiomyoma, mood swings, euphoric mood, spondylitis, oropharyngeal pain, tendonitis, the last episode of arthralgia, procedural pain and the last episode of fatigue outcome was unknown. The reporter considered adnexa uteri pain, allergy test positive, back pain, device breakage, dysmenorrhoea, dyspepsia, euphoric mood, gastric disorder, glossodynia, lymphadenopathy, magnesium deficiency, menorrhagia, mood swings, oropharyngeal pain, pain in jaw, palpitations, procedural pain, skin reaction, spondylitis, tendonitis, uterine leiomyoma, the first episode of arthralgia, the first episode of fatigue, the second episode of arthralgia and the second episode of fatigue to be related to essure. The reporter commented: on (B)(6) 2017 "laparoscopic bilateral salpingectomy under general anesthesia, removal of left insert only. Impossible to remove the right insert for too many adhesions(?) However, test reports of the fallopian tubes specified that two implants were found(?) The surgeon must have cut her implant while trying to remove it (propagation of microscopic pieces of heavy metals??)." She needed to undergo a second intervention on (B)(6) 2017 (in another establishment): vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ear, nose and throat examination - on an unknown date: nothing found except cervical arthritis electrocardiogram - in june 2015: nothing found quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.